Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she was experiencing skin irritation under the adhesive at her sensor insertion site. Pt consulted her dermatologist, who advised her to use topical medication to clear the irritation.